Event description:
Clinical report states the patient received a femoral fracture during surgery.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the compliant database did not reveal any other reports for the reported product lot number. The investigation could not verify or draw any conclusions about the root cause of the reported fracture. No evidence was found suggesting product contribution to the repoted event and the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.